Event description:
It was reported to (B)(6) medical care that these dressing are tearing the skin when we use remove them from cvc site. Best regards. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).